Event description:
New information received notes that when the patient was seen for follow-up, pacing threshold and r-waves were stable. Impedance has further increased. Patient was stable. No intervention was planned at this time. Patient will be followed-up.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during routine follow-up in clinic, rise in pacing lead impedance was observed. Patient will be followed-up in few months for re-assessment. Patient¿s condition was stable.